Manufacturer narrative:
Correction: f10. Additional information: b7, f10, h6 and h10. Section f10: code was changed from 3038 catheter to 419 balloon. Section h10: the device was returned to edwards lifesciences for evaluation. The device underwent visual and dimensional analysis. During the pre-decontamination evaluation, the device was inflated for functionally testing, and the leakage was confirmed as fluid was observed leaking from a pin-hole on the crimp balloon, just distal to the crimp balloon and balloon shaft bond. During dimensional testing, the crimp balloon double wall thickness was measured to determine if there were any product non-conformances that may have contributed to the pin-holes observed. The crimp balloon double wall thickness was found to be within specification at all measured locations. Imagery provided by the complaint site was also reviewed. Leakage was observed of the delivery system, near the proximal end of the crimp balloon. Blood could also be observed in the inflation balloon. During manufacturing of the delivery system, the delivery system and components were inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. A device history record (DHR) performed did not reveal any manufacturing issues that would have contributed to the event. A lot history review was also performed and revealed no similar complaints. A review of the complaint history from november 2018 to october 2019 revealed other returned complaints. The complaints were reviewed based on similar reported events and associated root causes/evaluation codes. No manufacturing non-conformances were identified. Review of complaint history revealed that the occurrence rate did not exceed the (B)(6)2019 control limit for the trend category. The commander delivery system with s3 instructions for use (IFU), the device preparation training manual and the procedural training manual were reviewed for instructions or guidance for proper use of the commander delivery system. Per the device preparation training manual, ¿visually inspect the following components for damage before unpacking¿. Based on the review of the IFU and training manual, no deficiencies were identified. The complaint was confirmed based on visual inspection of the returned device. Investigation of the device did not identify a manufacturing nonconformance. Review of lot history, DHR and complaint history revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. There was no note of abnormalities on the delivery system during device preparation, suggesting that there was no issue with the device when removed from packaging. Complaint history suggests that patient factors such as calcification may have contributed to the complaint event. As stated in the case notes, calcification was present in the patient¿s vessels. Calcification can interact with the crimp balloon and cause damage such as pin holes. Since the valve was able to be fully deployed without difficulties, it is likely that damage occurred after deployment, during retrieval. Although it was reported that the flex tip was over the crimp balloon during the procedure, it is possible that the damage to the crimp balloon occurred right at the edge of the flex tip. Imagery shows that the location of the pusher after the procedure is close to the location of the hole. It is likely that patient factors (calcification) contributed to the reported event. However, based on available information, a definite root cause cannot be determined at this time. Since no labeling or IFU inadequacies have been identified and the trending category did not exceed the control limits, no corrective or preventative actions nor pra are required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by edwards affiliate in (B)(6), during a transfemoral tavr procedure, post deployment of a 29mm sapien 3 valve with a commander delivery system, blood was observed in the syringe once the inflation device was pulled back. The commander delivery system was carefully and successfully removed without harm to the patient. On closer inspection of the commander delivery system, a small hole was noted at the proximal side of the balloon, in the catheter behind the pusher.  The patient was noted to be doing well after the procedure. Additional information provided indicated there were no abnormalities noted while removing the delivery system from the tray.  Prior to deployment, the balloon had filled with contrast and deployment had been, ¿normal¿. The delivery system was successfully de-aired. It is unlikely that the small hole that was noted was produced by calcium, as it was located behind the pusher. The operator reported feeling a normal amount of resistance during valve alignment. The balloon had been inflated with -1ml less of volume.